Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient's ipg had migrated with bruising evident from the area where the ipg moved. It was also noted that the patient was having pain at the pocket site and changes with posture. The patient was also feeling a burning sensation when charging the ipg. The ipg was found to be nonfunctional. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg was discarded.